Manufacturer narrative:
During follow-up, the patient said she does not remember any dates of past repeated infections, and noticed no defects or malfunction with the ultra14 catheters.

Event description:
Intermittent catheter patient (user) stated the supplies of ultra14 catheters are causing urinary tract infections (uti's) as she cannot keep a sterile environment when catheterizing so she tries to avoid catheterizing as much as possible. During follow-up, the patient reported she was prescribed an antibiotic, took the full course and recovered completely, and hasn't had a repeat of the infection.